Event description:
Contact requested verification that a 25 unit bolus had delivered. During troubleshooting with tandem technical support, pump history verified that 100 grams and 402 mg/dl were entered. Pump history verified that a 25 units bolus was delivered. Customer was experiencing elevated blood glucose (345 mg/dl with no ketones - down from 402 mg/dl); however, customer had been generally running high and issue was being addressed by health care provider.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.